Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, during stapling after the third reload, the calibration tube was difficult to remove from the reload. The tube was caught on the reload. The anesthetist pulled the tube while the surgeon pulled the stomach.